Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer report number: 2017865-2021-01057. It was reported that the patient was admitted due to endocarditis and vegetation on the leads. The system, including leads was extracted. Further information was requested but was not available.

Event description:
New information received notes the patient had bacterial endocarditis with vegetation on leads and valves. The patient was discharged (B)(6), 2020 in stable condition. A replacement was not implanted to allow healing.

Manufacturer narrative:
Analysis: analysis was normal. No anomalies were found.additional information: b5, h6